Event description:
The pt received an scs system including an ipg on (B)(6) 2010. It was reported that the pt was unable to communicate with her ipg using the charging system. In an effort to resolve this matter, a replacement charging system was shipped to the pt. Follow-up on this issue found that the reported problem persists. An x-ray of the pt's scs system was taken, and it appears that the ipg has flipped in the pocket. A consultation with the physician will be scheduled to discuss the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.